Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. The provided pump logs show a motor stall occurred on (B)(6) 2017 at 13:11, followed by a motor stall recovery at 18:58, a motor stall on (B)(6) 2017 at 13:12, followed by a recovery at 14:23, and then a motor stall on (B)(6) 2017 at 13:11 with no indication of recovery. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump on (B)(4) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered at a flex dose rate of 1,601.8 mcg/day as of (B)(6) 2017. The previously applied results code (B)(4) and conclusion code (B)(4) is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported via a company representative that the patient¿s medical history included traumatic brain injury (tbi). The indication for use regarding the pump was intractable spasticity and post spinal cord injury. The patient was without injury regarding their status as of (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen [2000 mcg/ml] at a rate of 1601 mcg/day via intrathecal drug delivery pump. It was reported that the patient showed up to the emergency room on (B)(6) 2017 with baclofen withdrawal symptoms. It was determined after interrogating the pump that the motor had stalled. The pump was replaced on (B)(6) 2017. The issue was reported as resolved and there were no further complications reported/anticipated.